Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted 50% in less than a day. The customer's blood glucose level was 119 (mg/dl). Review of the pump data logs by tandem technical support confirmed the battery depletion. Reportedly the customer would continue to use the pump for insulin therapy.